Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was suspected to have premature battery depletion. The patient reported hearing beeping tones last week, and review of the analysis showed that this device had triggered elective replacement indicator (eri) and then transitioned back to one year remaining a few days later. Review determined power consumption had been steadily increasing, and was expected to continue to increase. A device replacement was recommended. No adverse patient effects were reported. Additional information indicated that this device was explanted and returned for analysis. No further details were known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was suspected to have premature battery depletion. The patient reported hearing beeping tones last week, and review of the analysis showed that this device had triggered elective replacement indicator (eri) and then transitioned back to one year remaining a few days later. Review determined power consumption had been steadily increasing, and was expected to continue to increase. A device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt this device was thoroughly inspected and analyzed at our quality assurance laboratory. Review of the device memory indicated that no error code or resets were recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was suspected to have premature battery depletion. The patient reported hearing beeping tones last week, and review of the analysis showed that this device had triggered elective replacement indicator (eri) and then transitioned back to one year remaining a few days later. Review determined power consumption had been steadily increasing, and was expected to continue to increase. A device replacement was recommended. No adverse patient effects were reported. Additional information indicated that this device was explanted and returned for analysis. No further details were known.